Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The bmw guide wire is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery. During advancement of the balance middleweight (bmw) guide wire into the multi-link 8 stent delivery system (sds), the guide wire became stuck with the sds balloon due to lifted coils. It was noted that the balloon became torn. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned multi-link 8 (ml8) stent delivery system (sds) noted blood in the guide wire lumen, in the guide wire exit notch, on the stent implant, on the balloon, and on the shaft. There was no contrast visible. The stent implant was undamaged and stationary on the tightly-folded balloon between the markers. These observations are consistent with the reported information. However, there was no damage to the sds balloon as reported. Follow-up information was requested for this returned product discrepancy; and clarification received stated that the correct device was returned. The hypotube was bent, which was not reported and likely occurred due to post-procedure handling for return. An attempt was made to back load the returned guide wire through the sds, but was not able to advance past the overlapped coils on the guide wire and the guide wire was removed with resistance noted. However, a 0.015 inch mandrel was advance through the sds tip and guide wire lumen without resistance, which meets manufacturing criteria. Also, a new 0.014 inch guide wire was backloaded through the returned sds without resistance. Although the returned product analysis confirmed the reported difficult to position and remove the returned guide wire from the returned sds, there is no indication of a product quality deficiency. A review of the lot history record of the reported lot revealed no associated non-conforming material records. A query of the complaint database for the reported lot revealed no other incidents reported for difficult to position with the guide wire; difficult to remove the guide wire; or torn/detached balloon. During manufacturing, all stent delivery systems are 100% inspected for balloon and shaft damage and proper mandrel movement in the guide wire lumen. Additionally, for lot release testing, a sampling of units is destructively tested to verify balloon/shaft damage and guide wire lumen inner diameter. Overall, the reported difficult to position and remove the guide wire from the stent delivery system appears to be related to operational context (guide wire damage) and not a product quality deficiency. The reported balloon tear was not present on the returned product. As follow-up from the account revealed that the correct device was returned, a conclusive cause or reason for reporting the balloon tear cannot be determined. Based on returned product analysis and the review of the lot history record and complaint history of the reported lot, there is no indication of a multi-link 8 product quality deficiency.

Event description:
Subsequent to the initial medwatch report filed, additional information received; the devices were removed as a single unit. After removal, outside the anatomy, an attempt was made to remove the guide wire from the balloon, and the balloon became torn. A new guide wire and stent delivery system were used to complete the procedure successfully. There were no adverse patient effects. No additional information was provided.